Manufacturer narrative:
Integra has completed their internal investigation on 07/25/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: engineering was able to confirm the customer complaint. ¿ the locking mechanism showed some ratcheting sensation when rotating the rocker arm on its axis in the unlocked position. ¿ the index knob¿s lock and unlock mechanisms work fine. Upon arrival, the skull clamp was inspected per its inspection checklist: ¿ swivel internal mechanism (ratcheting): ¿ swivel/rocker interface (washboard sound). Device history record reviewed for this product ID lot code/work order: 151/(B)(4) manufactured on 03/12/15 show no abnormalities related to the reported failure. A total of (B)(4) were manufactured and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in complaint system for this reported failure and or related to " makes a click in the unlocked position" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering was able to verify the customer complaint. The root cause can be attributed to the ss disk ratchet¿s migrating over the swivel, 454a1013. There is no certainty as to how this flaw may have occurred as this unit¿s locking mechanism was tested to verify its expected service life. Five units were cycled tested and all of them sustained an average of 25,000 cycles. At the conclusion of each test, the actuation torque was slightly higher; also a small amount of movement was possible when in the locked position. This type of movement suggests that the teeth may continue to mesh well, but the wear at the decagon is the source of the movement. The mf2 skull clamp can be expected to be used up to 2912 times in a 7 year period. Considering that the index knob may be manipulated approx. 5 instances (or fewer) per use, the index locking mechanism will function in excess of ten years of continuous use. The product¿s manual, IFU 451a3059, suggests the customer to perform a routine inspection to the unit before each case in order to avoid problems. ¿ store the skull clamp with the index locking knob in the unlocked position. This practice will provide the best performance from the knob. ¿ while rotating the rocker arm through 360 degrees, lock and unlock index locking knob. To ensure proper locking engagement, the index locking knob must always be turned to the lock position. If the index knob stops short of the locked position, a slight additional rotation of the rocker arm should complete the internal alignment and allow the locking mechanism to engage. If difficulties are encountered, the unit should be returned for service. ¿ check the ratchet extension release buttons to be sure that they allow for the extension to disengage freely. Press them and move the extension out of the body portion of the clamp ¿ do this several times to make sure that it works smoothly and easily. This is the first time the product has been returned for service since the time it was purchased. This issue will be monitored for trending.

Event description:
It was reported that the product makes a click in the unlocked position. It still moves but not as freely as it should at all. The physician also described rotation while in the locked position. The physician used 60-80 lbs. Of pressure. There was no patient injury reported and no revision/medical intervention was required. Additional information was requested and on 14jun2016, the following was received from the customer: the product problem was discovered during surgery on (B)(6) 2016 on a (B)(6) female patient undergoing an anterior/posterior cervical fusion. It was reported that the product clicked out of place in the middle of surgery. The surgeon unscrubbed to check the patient and then when they were flipping the patient prone, the pins would not move freely in the unlocked position to help with positioning. After the problem was discovered, the product was taken out of service . Patient outcome was reported as patient was stable.